Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported. Pt was implanted with sternal zipfix on (B)(6) 2012. It was discovered the locking mechanism did not tighten the zipfix and it was loose. Surgeon did not explant the zipfix, remains in the pt, level unk. No further info is available.